Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the hemovac drain was disconnected at the y port. Per additional information received on 11oct2021, it was reported that the hemovac drain was disconnected at the y port in the post-anesthesia care unit. Per additional information received on 12oct2021, the affected hemovac lots were 2 unknown lots occurred on (B)(6) 2021, lot ngfr5257, lot ngfs4374, lot unknown occurred on (B)(6) 2021, and lot ngfs4347.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be ¿y-connector not to specification". It was unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The lot number is unknown; therefore, the device history record could not be reviewed. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the hemovac drain was disconnected at the y port on (B)(6) 2021. Per additional information received on 11oct2021, it was reported that the hemovac drain was disconnected at the y port in post-anesthesia care unit on (B)(6) 2021. Per additional information received on 12oct2021, the affected hemovac lots were (lot# unk) occurred on (B)(6) 2021, (lot# ngfr5257) occurred on (B)(6) 2021, (lot# ngfs4374) occurred on (B)(6) 2021, (lot# unk) occurred on (B)(6) 2021, (lot# ngfs4347) occurred on (B)(6) 2021. Per follow up received via email on 22oct2021, customer did receive collection bags for drains and for hemovac drains coming apart at the y connector. Usually, it happened at home, but patient will reconnect and then drain was pulled by home care nurse. There was a complete separation of the drain at the y connector. They easily came apart and reconnected. Customer also added that occasionally there was need for medical treatment that was a direct line to a deep surgical space thus a potential for surgical site infection and sometimes this would require extra office visits with surgeon to monitor drain site or wound and possibly antibiotics if needed. Per follow up received via email on 24nov2021, it was stated that there were total of (B)(4) patients. Some patients required no further follow up treatment and some patients required oral antibiotics, not necessarily related to drain. The drain usually came apart 2 to 3 days post operation. Patients were usually discharged home by then, they reconnected the ends back together. The surgical team was made aware of this. But for the patient, this was upsetting. They thought there was a problem with the surgery and were very alarmed at any site of bleeding. They were reassured and instructed how to proceed. Home health care also assisted when needed. It was also stated that as of (B)(6) 2021, they were putting a sterile tegaderm on the hemovac drain y connector at the area of detachment and they had no further issues. No medical intervention was reported.